Event description:
Our rep is reporting to us that during an arthroscopic meniscal repair, there were some difficulties with deployment of two fasteners. It appears that the 1st fastener deployed properly however, upon backing out the applier assembly, the needle fell off of the applier and fell into the joint space, the needle was easily retrieved, the sutures were cut and the fastener removed . The surgeon employed another omnispan to complete the repair without further issue or harm to the patient. Nothing being returned.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report

Manufacturer narrative:
The complaint device was received and visually evaluated. Despite the event description of: it appears that the 1st fastener deployed properly however, upon backing out the applier assembly, the needle fell off of the applier; we received the inserter needle with both fasteners securely attached. The needle appears in the ready to use condition, no damage and no apparent anomalies; the needle was able to be loaded onto an applier and remain attached without issue. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one other similar complaint for this lot of devices that were released to distribution. No fault found with the device, we cannot discern the root or underlying cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.